Event description:
Patient implanted on (B)(6) 2011, by another surgeon for a right wrist fracture, was found to have a nonunion and a broken volar plate, with no screws broken. Explant surgeon removed the hardware on (B)(6) 2011 and revised the patient to another volar plate with cancellous autograft.